Event description:
It was reported in 2007, an aneurysm embolization procedure of the splenic artery. The size of the aneurysm was over 16mm. Two coils were placed without problem. The third coil was successfully placed in the lesion. Upon withdrawal of the pusherwire, resistance was felt. "Then, it was fractured at 2 cm from the distal end / interlocking part." Three other coils were placed, and the procedure was completed successfully. The distal part of the pusherwire was missing. It was reported that there were no pt complications, and that the pt condition is good. Based on info requested and received, it was determined that the pusherwire broke in two pieces and the break occurred inside the microcatheter. All sections of the pusherwire were successfully removed from the pt.